Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2005 to february 2010. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In february 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bacterial vulvovaginitis ("bacterial vaginal infection") and weight increased ("weight gain"). In january 2013, the patient experienced psoriasis ("rashes or skin conditions/ autoimmune disorder- psoriasis") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), constipation ("constipation") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms was performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, psoriasis, bladder disorder, urinary tract disorder, dysmenorrhoea, irritable bowel syndrome, constipation, alopecia, cystitis, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, weight increased, fatigue and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, pelvic pain, psoriasis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - in february 2010: proper placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2005 to february 2010. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bacterial vulvovaginitis ("bacterial vaginal infection") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced psoriasis ("rashes or skin conditions/ autoimmune disorder- psoriasis") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), constipation ("constipation") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms was performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, psoriasis, bladder disorder, urinary tract disorder, dysmenorrhoea, irritable bowel syndrome, constipation, alopecia, cystitis, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, weight increased, fatigue and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, pelvic pain, psoriasis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: proper placement of essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received - new events "psoriasis, bladder problems or change, urinary problems or changes, dysmenorrhea (cramping), ibs, constipation, hair loss, bladder infection, urinary tract infection, bacterial vaginal infection, vaginal discharge, weight gain, incontinence, fatigue, urinary incontinence" were added. Lot number was added. Lab data was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain'). In an adult female patient who had essure (batch no. 20224430), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: stress urinary incontinence and fibroids. Previously administered products, included for an unreported indication: depo provera from 2005 to (B)(6) 2010. Concurrent conditions included: obesity and menorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and bacterial vulvovaginitis ("bacterial vaginal infection"). And was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced psoriasis ("rashes or skin conditions/autoimmune disorder, psoriasis") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), constipation ("constipation") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms was performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, psoriasis, bladder disorder, urinary tract disorder, dysmenorrhoea, irritable bowel syndrome, constipation, alopecia, cystitis, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, weight increased, fatigue and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, pelvic pain, psoriasis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: trailing coils from right ostia, 4 from left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, results: proper placement of essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, other relevant history and reporter causality comment added. Event: genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and fibroids. Previously administered products included for an unreported indication: depo provera from 2005 to (B)(6) 2010. Concurrent conditions included obesity and menorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and bacterial vulvovaginitis ("bacterial vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced psoriasis ("rashes or skin conditions/ autoimmune disorder- psoriasis") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), constipation ("constipation") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms was performed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, psoriasis, bladder disorder, urinary tract disorder, dysmenorrhoea, irritable bowel syndrome, constipation, alopecia, cystitis, urinary tract infection, bacterial vulvovaginitis, vaginal discharge, weight increased, fatigue and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, pelvic pain, psoriasis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: trailing coils from right ostia, 4 from left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: proper placement of essure. Lot number: 20224430 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms was performed on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.